Event description:
It was reported that during a gastric sleeve procedure, the reload didn't fire, and 4 different reloads didn't fire. The device was reported because all of the reloads were fired in a defect way. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was returned with no visual non-conformances and with four fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.